Event description:
A mastopexy was performed, during explant surgery.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed, crease sharp opening on radius assessed, as fold flaw opening. Additional observations: crease fold observed. Brown particles inside of the device. Wear abrasion observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Visual analysis: device photograph(s) for the device related to the reported event of rupture reviewed on 26-june-2023. Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reporting rupture of the left implant. Device has been explanted and replaced.